Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the adhesive of male external catheter was too strong. Also male external catheters were difficult to unroll and difficult to remove. End user had to use scissors to remove the male external catheter and not using any water or adhesive remover when attempting to remove the product. Stated that the skin was tender where the product adheres and the user had spoke with pharmacist and doctor about the issue. Also confirmed that the end user stored the products in a cool dry area. No medical intervention was reported.